Manufacturer narrative:
This report is to retract report 2017865-2025-1002674 submitted on 14 oct 2025. This report was erroneously submitted. This is not a reportable event. All previously submitted information should be corrected to not applicable and null fields.

Event description:
It was reported that the demo pacemaker was unable to interrogate. Further information was requested, however was not provided.